Event description:
A report was received that the patient underwent a pocket revision. The patient was not comfortable with the ipg being located in the flank therefore the ipg was relocated to the abdomen and two extensions were implanted. The patient was doing well.